Event description:
It was reported that approximately 3 years post port placement, a x-ray examination demonstrated that the catheter was broken at a position approximately 10 cm from the tip of the catheter, and that the distal catheter segment migrated to the pulmonary artery. It was further reported that catheter segments and port body was removed. Patient reported stable.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one MRI powerport attached to a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified deformation and naturally worn issue, as a partial circumferential break was noted approximately 12.6 cm from the distal end of the cath-lock and a complete circumferential break was noted approximately 13.2cm from the distal end of the cath-lock. The edges of the partial circumferential break appeared jagged and rounded. Both edges of the complete circumferential break appeared jagged, with a region of the break surface appearing smooth and rounded, and the other region appearing granular. The investigation is inconclusive for the reported catheter migration, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that approximately 3 years post port placement, the catheter allegedly broken approximately 10cm from the tip of the catheter. It was further reported that broken catheter tip allegedly migrated into pulmonary artery. Patient reported stable.